Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was nonfunctional. As the patient was in the hospital and needed a magnetic resonance imaging. As of this time, this ICD remains in service. No adverse patient effects were reported.